Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the right common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture detachment and difficulty to remove the plunger was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the proglide device was successfully advanced to the arteriotomy over a standard 0.038 inch guide wire. During suture retrieval, force was reportedly used to remove the plunger during suture retrieval resulting in a suture break. The device was relaxed and the lever was returned to its original position. During removing the proglide device from the arteriotomy it was noted that no knot was visible. The suture was established (attached to the artery) so the physician decided to manually tie a knot in the remaining suture and hemostasis was achieved. There were no reported adverse patient sequelae. No clinically significant delay in the procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.